Event description:
A customer reported to baxter healthcare regarding the vial mate reconstitution device in which a leak was discovered before activation. The leak was from the adapter. A vancomycin and a 250 ml unknown saline bag was attached to the vial mate. It was unknown if the spike was penetrating the vial, and it was unknown if the seal collar contacted the vial gripper. This was observed during reconstitution. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The reported condition of leak before activation? Was not confirmed during product evaluation. Visual and functional tests were performed with no issues observed. Therefore, there the root cause of the reported condition was undetermined.